Manufacturer narrative:
Seven devices have been returned to our facility for eval of the defect reported. The cannula hub and sheath moved into the spacer clip. This caused the stylet to extend beyond the sheath and puncture the pouch during shipment to the customer. A review of the job order was completed with no defects or deviations noted. This defect may occur if the nose of the cannula hub is not properly locked into place with the spacer clip edge, or there is force applied to the needle or packaging to cause the cannula to move up into the spacer clip exposing the stylet tip. Due to a previous complaint, we have extended the length of the sheath to prevent this failure. The lot number reported was packaging prior to the implementation of the longer sheath. The defect is readily visible by the customer.

Event description:
The pouch is drilled.